Event description:
The patient reported, that his infusion device was beeping in intervals of three and had three dashes on the display screen. The patient stated that, he was aware of the power pack recall but did not understand that, he needed to change the power pack every two weeks. The patient replaced the power pack and the device functioned properly. The patient did not experience any blood glucose concerns. The patient did not require any medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned previously.